Event description:
Reportedly, from the time of regular follow-up check, it has been reported that there is a history of noise in the atrium lead. Even after replacing the reply dr to eno dr, it is still judged as follow-up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.